Manufacturer narrative:
No injury reported. Manufacturer received information from an insurance company that an invacare concentrator was in a home at the time of a fire. The user was allegedly ironing at the time of the alleged fire. Manufacturer has retained a cause and origin investigator to attend site and product inspection in the near future. (B)(4).

Manufacturer narrative:
No injury reported. MFR received info from an insurance company that an invacare concentrator was in a home at the time of a fire. The user was allegedly ironing at the time of the alleged fire. MFR has retained a cause and origin investigator to attend site and product inspection in the near future.

Event description:
The concentrator was allegedly in the consumer's home during a house fire. No injury is alleged.

Event description:
The concentrator was allegedly in the consumer's home during a house fire. No injury is alleged.